Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink set was leaking. This occurred from the tube at the slide clamp location thirty seconds into therapy. Paclitaxel was being administered at 250ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The customer reported two potentially associated lot numbers, r17b07101 and r17c23106.lot r17b07101 was manufactured (B)(4) 2017 ¿ (B)(4) 2017; lot r17c23106 was manufactured (B)(4) 2017. The actual device was not available; however, companion samples were received for evaluation. The customer returned seven samples of lot r17c23106 and two samples of r17b07101. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing were performed on all nine received samples with no issues noted. A functional flow test was then performed, and the sets were found to operate per specification. The reported condition was not verified. A batch review was conducted for both potentially associated lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.